Event description:
Boston scientific received information that approximately two months following the implant procedure, the right ventricular (rv) lead exhibited impedance measurements greater than 2000 ohms. An x-ray revealed that the setscrew may need to be tightened or the lead was not fully inserted. After opening the pocket, it was confirmed that the lead was not properly secured in the header and the physician was able to pull the lead out without loosening the setscrew. The lead was then reinserted into the header and the setscrew was secured. The impedance was measured to be 1,084 ohms, which is within the normal and expected range, and the lead was confirmed to be properly secured in the device header. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.